Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Difficulty/resistance removing the protective sheath could not be tested due to the condition of the returned device. Unusual/melted appearance was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when a 2.5 x 23 mm xience xpedition was removed from the dispenser coil, the protective sheath appeared to be melted and when trying to remove the sheath, there was slight resistance felt, and the stent dislodged and remained inside the sheath. A non-abbott device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.